Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. It was unable to be obtained as the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. A related supplemental report 2124215-2026-15045 was submitted for the other farawave involved. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observations of cancelled/rescheduled - post sedation/sedation unknown. The device was not received for analysis as it was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed that the device met manufacturing specification prior to distribution and there were no manufacturing deviations could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review for farawave was completed and confirmed that the event of field tag drop issue is a known event defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established as the device was not returned for analysis; therefore, the reported event was unable to be confirmed. The investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation (a fib), a farawave nav catheter and opal hdx mapping system were selected for use. The opal hdx mapping system was operational, but the farawave nav was unable to collect anatomy. Settings were checked and confirmed to be acceptable, but no anatomy was being collected. The mapping system was restarted with no resolution. The farawave nav catheter was replaced with a similar device, and anatomy collection was enabled. However, the physician was not able to track continuous lesions. The procedure was cancelled post sedation using general anesthesia because the lesion set was not able to be fully tracked. No patient complications were reported. It was further reported that no error messages appeared. The physician used the first farawave nav catheter without mapping functionality to ablate the left inferior and superior pulmonary veins. During these ablations, no field tags were dropped as the mapping functionality was not working and was being troubleshot. Upon switching to the second farawave nav catheter, mapping and field tag functionalities began working. However, as the system had not tracked the ablations from the first catheter, the physician opted to cancel the procedure prior to treatment of the right pulmonary veins. There is no allegation of malfunction against the second farawave nav catheter. The opal hdx mapping system used during this procedure has experienced no further issues and remains in service. It will not be returned for analysis. Both farawave nav catheters were discarded and are not expected to return, as well.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. It was unable to be obtained as the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation (a fib), a farawave nav catheter and opal hdx mapping system were selected for use. The opal hdx mapping system was operational, but the farawave nav was unable to collect anatomy. Settings were checked and confirmed to be acceptable, but no anatomy was being collected. The mapping system was restarted with no resolution. The farawave nav catheter was replaced with a similar device, and anatomy collection was enabled. However, the physician was not able to track continuous lesions. The procedure was cancelled post sedation using general anesthesia because the lesion set was not able to be fully tracked. No patient complications were reported.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and section h6 device codes, code a090204 was replaced with a24. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. It was unable to be obtained as the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation (a fib), a farawave nav catheter and opal hdx mapping system were selected for use. The opal hdx mapping system was operational, but the farawave nav was unable to collect anatomy. Settings were checked and confirmed to be acceptable, but no anatomy was being collected. The mapping system was restarted with no resolution. The farawave nav catheter was replaced with a similar device, and anatomy collection was enabled. However, the physician was not able to track continuous lesions. The procedure was cancelled post sedation using general anesthesia because the lesion set was not able to be fully tracked. No patient complications were reported. It was further reported that no error messages appeared. The physician used the first farawave nav catheter without mapping functionality to ablate the left inferior and superior pulmonary veins. During these ablations, no field tags were dropped as the mapping functionality was not working and was being troubleshot. Upon switching to the second farawave nav catheter, mapping and field tag functionalities began working. However, as the system had not tracked the ablations from the first catheter, the physician opted to cancel the procedure prior to treatment of the right pulmonary veins. There is no allegation of malfunction against the second farawave nav catheter. The opal hdx mapping system used during this procedure has experienced no further issues and remains in service. It will not be returned for analysis. Both farawave nav catheters were discarded and are not expected to return, as well.